Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 300 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.